Event description:
It was reported to boston scientific corporation that during a procedure using a flexiva 200 laser fiber, the fiber broke approximately one inch inside the ureteroscope. When the scope was being removed from the patient, the broken fiber fell out of the scope. Medical intervention was not required. The laser type and laser settings are unknown. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient. Follow-up with the customer indicated that no additional information is available.

Event description:
It was reported to boston scientific corporation that during a procedure using a flexiva 200 laser fiber, the fiber broke approximately one inch inside the ureteroscope. When the scope was being removed from the patient, the broken fiber fell out of the scope. Medical intervention was not required. The laser type and laser settings are unknown. The procedure was completed with another flexiva 200 laser fiber without any complications to the patient. Follow-up with the customer indicated that no additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned fiber revealed that the pattern on the tip face is consistent with a fracture indicating the tip detached. There is no exposed glass tip of the fiber remaining.